Event description:
It was reported that the quick bolus feature was not working as intended. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. During troubleshooting with tandem technical support, it was confirmed that the customer was able to eventually deliver a quick bolus and continued using the pump for insulin therapy.